Event description:
It was reported the physician found a kink in the middle of the spring wire guide before opening the package. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the physician found a kink in the middle of the spring wire guide before opening the package. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unopened arterial kit for analysis. No definite signs of use were observed. The kit was opened to better analyze the components. Visual analysis revealed a kink in the guide wire body. In addition, the protective tubing was observed to have signs of creasing that align with the location of the guide wire kink, and several creases were observed in the outside packaging of the kit in the same location as the kinks in the guide wire. The lid stock clearly states "do not bend." The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The kink in the guide wire was located 148mm from the distal tip. The guide wire total length measured 350mm, which is within the specification limits of 345mm - 355mm per the guide wire graphic. The guide wire outer diameter measured 0.514mm, which is within the specification limits of 0.508mm - 0.533mm per the guide wire graphic. Functional inspection of the guide wire was performed per the product instructions for use (IFU), which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The guide wire was passed through the provided 20 ga introducer needle. The undamaged portions of the guide wire were able to pass completely through with no resistance; however, resistance was met at the location of the kink. A manual tug test confirmed the distal and proximal welds were attached. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The IFU provided with this kit warns the user , "sterile, single use: do not reuse, reprocess or re-sterilize. Reuse of device creates a potential risk of serious injury and/or infection which may lead to death. Reprocessing of medical devices intended for single use only may result in degraded performance or a loss of functionality.". The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. A kink was observed on the guide wire body. In addition, kinks were observed on the guide wire tubing, and several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.